Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) assisted the customer in recovering the ghost remote manager and confirmed successful restoration. The system functioned as intended after field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station pmtxrhbpx1 refrigerator door was failed. Customer stated that refrigerator door was not listed on the pyxis station, and the user was unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.